Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. No known patient complications were reported.

Manufacturer narrative:
B3 date of event: updated to (B)(6) 2020. E1 initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. No known patient complications were reported. It was further reported that the 50% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. The balloon ruptured during eighth inflation. The procedure was completed with another of the same device and the patient was stable post procedure.